Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and the battery cap of the insulin pump was stripped. Customer also reported getting a motor error alarm. Blood glucose level at the time of the incident was 543 mg/dl. Customer declined troubleshooting for high blood glucose. Customer advised to change entire set, reservoir and insulin and treat per healthcare provider's instruction the insulin pump was not replaced or returned for analysis. (B)(4).- motor error.